Manufacturer narrative:
Per the clinic, the patient was treated with antibiotics for the infection (previously reported). The device analysis report is attached. This report is submitted on august 13, 2021.

Manufacturer narrative:
This report is submitted on july 12, 2021.

Event description:
Per the clinic, the patient developed a post-operative infection with breakdown of the post-auricular wound. The device was explanted on (B)(6) 2021. Reimplantation is planned but has not yet taken place at the time of this report.